Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. The proximal neck was 23-24-28 mm in diameter and 31 mm in length. The left common iliac artery was 17-16-15-14 mm in diameter and the right common iliac artery was 17-16-14-13 mm in diameter. The right and left external iliac arteries measured 8 mm in diameter. It was reported that the patient presented with an occluded limb. The physician thrombectomized the left contralateral limb and then used an 8mm angioplasty balloon and implanted a 10mm x 40mm assurant stent at the distal end (partially within the distal end of the iliac limb and into the left external iliac artery), resolving the event. The physician stated that the cause of the thrombosis was the left contralateral flared limb, 16x20x124 was tapered at the level of the hypogastric artery. In fact, it was partially covering the hypogastric causing it to thrombose. The physician stated the event was related to the device and procedure. No additional clinical sequelae were reported and the patient is fine.